Event description:
Report received from the USA stating that the device cutter could not be inserted. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the long-hd was found to meet all visual and functional requirements for cutter insertion during diagnostic assessment. The reported condition could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).